Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/15/2021.   H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the issue reported. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. No further investigation will be conducted. Result information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an laparoscopic right inguinal hernia repair on (B)(6) 2021 and the absorbable straps were used. The procedure was approached surgically, and an incarcerated right inguinal hernia was found. The chosen surgical technique was preformed with a large mesh, and the straps were placed. The device was provided by the operating room warehouse, new and sterile. When placing the tackers, with the adequate technique in surgical approach the first and second implemented straps did not perform their fixation function in the mesh, causing them to come out of the firing tube in the opposite direction. In order not to put the patient's life at risk, as well as the progress of the procedure, it was decided to open another new and sterile device from the consumer locker, with which there was no further setback in the procedure. After the procedure, mechanical tests performed on the device was found that the firing force of the strap system was not the optimal one to implement in this type of consumable. There were no adverse patient consequences reported.